Event description:
The field service technician reported a colleague infusion pump with failure code 701:00. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel a error code 701:00 was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a defective software (2.07.00) on pump head module channel a. The u12 programmable read only memory (prom) was inserted incorrectly. In order to correct this condition, the software was replaced. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.